Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. While it appears the recurrence and adhesions was associated with the composix kugel mesh implanted on (B)(6) 2006, recurrence and adhesions are a known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, the medical records indicate the mesh remains implanted. At this time no connection can be made between the reported event and the davol product in question. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial attorney report alleged service pain due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005, repair of incisional hernia with composix kugel mesh. Reportedly, several "swiss cheese" type defects were seen throughout the fascia. On (B)(6) 2006, pt developed a new hernia complex in the upper midline of a previous laparotomy wound and presents for repair; composix kugel mesh was used in this repair. Reportedly, the upper part of the laparotomy presents very weak fascial tissues, the previous repair, which was inferior to this was noted to be a "very firm repair." (Note: this implant was reported to the FDA in accordance with (B)(4)) on (B)(6) 2006, repair of recurrent incisional hernias and lysis of adhesions. Reportedly, the recurrent hernias were identified to be above and below the composix kugel mesh implanted in the upper midline area on (B)(6) 2006. Omentum and small bowel were noted to be adhered to, and dissected from the mesh. A non-bard mesh was placed over the hernias covering the composix kugel mesh and the two hernias.